Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device powered on without display. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer's report was observed and attributed to damaged lcd display cable wires. The lcd display cables were replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.